Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the possible lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, information from the user indicates that the user did not flush the endoscope channel with air prior to passing the catheter on either time; this is the most likely root cause for the reported observation. The instructions for use state: "before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air." Flushing the channel with air will dry residual moisture in the channel and prevent fluid from entering the catheter during advancement through the endoscope. A review of the device history record confirmed that the possible lot said to be involved met all manufacturing requirements prior to shipment. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user did not flush the endoscope channel with air prior to advancement through the endoscope, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an upper endoscopy hemostasis procedure, the physician used two (2) cook hemospray endoscopic hemostats. [Regarding the first hemospray device], when the user hit the button to release carbon dioxide (co2), the handle popped apart (see related emdr 1037905-2019-00147). [A second] hemospray device was used unsuccessfully because the tip of the catheter plugged [clogged] while being advanced and could not be used. This occurred with the second catheter provided with the second device as well (subject of this report), but a third device [hemospray] was used successfully. The following additional information was received on 14-mar-2019: they tried to spray the powder on the second [hemospray] but nothing would come out of the tip of the catheter. They said they saw powder in the catheter (also subject of this report). Nothing was noted at the end of the catheter. The technician helping with the procedure said she did not flush the endoscope channel with air prior to passing the catheter on either time. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.